Event description:
The customer reported that the system exhibited hanging and locked up during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power supply contacts were cleaned and reseated. The system was tested and found to be working as intended and returned to service.